Manufacturer narrative:
This ipg serial number was included in a field advisory.

Event description:
It was reported the patient was unable to recharge the ipg and thus lost stimulation. The patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced. Therapy was resumed.